Event description:
It was reported that the customer had high blood glucose levels of 325 mg/dl. The customer reported a lost sensor alert from the insulin pump. It was reported that the customer felt that the insulin pump was not communicating with the sensor of the insulin pump. Troubleshooting was done. The alarm history of the insulin pump showed a low threshold suspend. The customer indicated having low blood glucose at the time of the event. No exact low blood glucose levels were provided. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).